Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and opening. A microscopic analysis was performed which identify striated opening. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.